Event description:
Pt prescribed IV taxol. Premedicated with decadron, IV tagamet and IV benadryl. After 5 to 10cc of taxol infused, pt complained of generalized itching. No hives, no wheezing. Vital signs stable. Pt complained of itching at site of IV. Catheter inserted prior to infusion. Pt received solucortef. IV catheter removed and restarted with another catheter. Taxol resumed without further incident.